Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/24/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient born (B)(6)1951 underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered steam pop and cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a pericardial effusion was noticed, there were no visible signs on the patient event after a steam pop occurred during the procedure. After the steam pop the ablation was continued for 30-40 mins in the right atrium with no immediate changes in blood pressure or heart rate. At the end of the procedure, the patient was cardioverted and they noticed the heart rate was a little high so intracardiac echo (ice) was used to check for an effusion. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and 400cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization to optimize medication (unrelated to the event) and to monitor the patient due to the event. The patient outcome on follow up was reported as improved. The device evaluation was completed on 4/20/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the smart touch sf catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a female patient born (B)(6) underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered steam pop and cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a pericardial effusion was noticed, there were no visible signs on the patient event after a steam pop occurred during the procedure. After the steam pop the ablation was continued for 30-40 mins in the right atrium with no immediate changes in blood pressure or heart rate. At the end of the procedure, the patient was cardioverted and they noticed the heart rate was a little high so intracardiac echo (ice) was used to check for an effusion. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and 400cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization to optimize medication (unrelated to the event) and to monitor the patient due to the event. The patient outcome on follow up was reported as improved. Transseptal puncture performed with a st. Jude brk needle with slo sheath. An irrigated catheter was used, and the flow setting were 15ml/min. No error messages were observed on biosense webster equipment during the procedure. Force visualization settings: graph, dashboard, vector & visitag. Visitag module parameters for stability were used: 2mm, 4s, 3mm tags and impedance but not prospectively only retrospectively. No additional filter was used with the visitag.